Event description:
The customer was not able to get a blood glucose reading on the contour next ez because of repeated e2 errors, which indicated insufficient sample. She assumed her glucose level was normal until she had blurred vision and started feeling dizzy. She was taken to the ER and her glucose level was high. Specific result was not provided. She was hospitalized for five days and treated with 500mg of metformin and 20mg of zyloprim. Most of the time she was barely conscious. The e2 issue was resolved during the call. Product was not expected to be returned, and was not replaced.